Manufacturer narrative:
One opened stone extractor was received noting the basket to be separated at the distal cannula. The basket was noted to have 3 points of separation. One wire was noted to be damaged, however, it did not completely sever the wire. Two points of separation were noted to be damaged, and the third point appeared to be pulled to separation. One wire was also noted to be pulled from the notched cannula. Most likely the customer has hit the basket with a laser causing the separation. The customer has been contacted to obtain add'l info. Cook is currently sending the basket portion to be further evaluated. As add'l info becomes available, it will be forwarded.

Event description:
Customer states: "the physician inserted the basket in the pt, when attempted to open the basket, the basket broke apart. Retrieved all pieces from the pt; no harm to pt."